Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined; however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the stopcock. This was identified during their initial inspection of received product. The device was not sent to a user facility.